Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when they were cutting off the pulmonary parenchyma in a laparoscopic radical resection of lung cancer, the device had no staple formation and the distal staple line was incomplete. They hand sewed the staple line to resolve the issue. They used a new device to complete the case.